Manufacturer narrative:
Patient's age is unknown, however, the patient is over 18 years. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the physician, when cannulating with the hydratome, he thought he may have perforated the pancreatic duct. The physician was not sure so he had an x-ray performed and the radiologist confirmed there was a perforation to the pancreatic duct. Treatment was not necessary for the perforation. The case was completed with this device. The patient was kept overnight for observation. The patient's labs were normal, she did not develop pancreatitis. The patient's condition was reported to be fine and she was sent home.